Manufacturer narrative:
This report is submitted on january 8, 2018, (B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to a performance decrement with device use. The patient was reimplanted with another cochlear device during the same surgery.